Manufacturer narrative:
Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage could not be determined. The downloaded data returned an 0x34 alarm, indicating that the processor was reset for an unknown reason. Investigation found no defects or deficiencies that would contribute to the associated error code.per case update on (B)(6)2019, the bg levels were changed from >250 mg/dl to 120 - 250 mg/dl, changing reportability to this file as does not meets the standards and need of this report. This file is "not reportable" based on the new information.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 13.8 mmol/l (248.4 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).